Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hwc, hrs. Complainant part is not expected to be returned for manufacturer review/investigation. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the large fragment plate has broken at the distal end of the femoral stem that was implanted following a peri prosthetic fracture in january. Date unknown as to when exactly the plate fractured but it was implanted (B)(6) 2022 at the (B)(6) hospital, imaging was completed on 17 may showing the fracture at (B)(6) hospital. If other, describe -peri-prosthetic fracture, patient status/ outcome / consequences - no, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?-- non union and plate fracture, tissue being sent off for microbiology., was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: -- yes, if yes, describe -- re-operation required, is the patient part of a clinical study --no, ip-01440761. Device property of --none, device in possession of --none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.- true. This complaint involves one(1) device. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the photo revealed that the lcp pl 4.5/5.0 broad curv 17ho l318 sst (product code: 226.672s lot number: 6l70619) is broken implanted in the patient. No other issues were found. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for lcp pl 4.5/5.0 broad curv 17ho l318 sst (product code: 226.672s lot number: 6l70619). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part # 226.672s, lot # 6l70619, manufacturing site: (B)(4), release to warehouse date: 06 feb 2020, expiration date: 01 feb 2030, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the large fragment plate has broken at the distal end of the femoral stem that was implanted following a peri prosthetic fracture in january. Date unknown as to when exactly the plate fractured but it was implanted (B)(6) 2022 at the (B)(6) hospital, imaging was completed on 17 may showing the fracture at (B)(6) hospital. This complaint involves one(1) device lcp pl 4.5/5.0 broad curv 17ho l318 sst. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
B5: subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the event description has been updated accordingly. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B5: subsequent follow-up with the customer, additional information was received. It was reported that the patient underwent revision surgery at the (B)(6) hospital on friday (B)(6) under dr (B)(6).